Event description:
Customer alleges the plug came out of the gearbox and grease leaked. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m50 (B)(4) is approximately 8 years and 5 months of age. The user manual was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer states the plug came out of the gear box and grease leaked out. The consumer did not relate information as to how the plug came out of the gear box. The product is not being returned for evaluation at this time. It is unknown if the dealer is replacing the chair or replacing the component at this time.